Event description:
It was reported that during a lap nephrectomy, at a time when the instrument was being used, the tip broke off the shaft. The procedure was delayed 10 minutes. The procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/7/2022. Batch #: unknown. Additional information was requested and the following was obtained: did the electrode ceramic separate or break off? Break. Did the I blade get damaged or break off? No. Is the jaw damaged but not broken off? Yes. Is the top jaw loose but not detached? No. Is the top jaw ptc material damaged? No. Is the black ptc in the upper jaw detached? No. Is the top jaw broken off the of the device? Yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.